Event description:
The customer reported getting an alarm during normal use. The customer also reported high blood glucose levels greater than 300 mg/dl and ketones. Troubleshooting was performed. Found that the drive support cap was protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.